Event description:
Heater/coolers units are being disinfected per MFR's instructions for use (IFU) dated (B)(6) 2015. Per MFR's faq that was released (B)(6) 2015, "any common disinfectant spray can be used on the connection ports". We chose to use a 20% bleach solution and filtered tap water, mixed prior to use, to disinfect units. Video released in august 2015 demonstrates spraying of the ports during the disinfection process when making tubing connections. We have discovered breakdown (pitting) of the connection ports.